Event description:
The device received has been classified as an un-reconciled blind unit. No further info regarding this device is available.

Manufacturer narrative:
Analysis summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. The device was tested with a generator and an instrument error code 5 was rec'd. The identified blade damage may have occurred from external contact during pre-op or general use. For this reason, the following statements were included in the instruments for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broke blades which may be identified by generator solid tone or instrument error." The batch record was reviewed and no anomalies were noted during the manufacturing process.